Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that after completing a stereotactic-guided biopsy, when needle was removed, allegedly a plastic piece was found in the needle guide. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was completed, which identified that this is the first complaint record for this lot number. Labeling review: the review of the IFU (instruction for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one encor needle guide insert was received for evaluation. The encor needle guide insert was received with the alleged foreign material sealed within a tyvek package. No visual anomalies were noted to the needle guide insert. The needle guide was visually inspected thoroughly and no visual anomalies were noted. Additionally, the received material was examined via ftir spectroscopy and unable to provide results of the material composition due to the minimal amount of material returned within the sealed tyvek package. Therefore, the investigation is inconclusive for the reported foreign material issue as the received material could not be identified and it is unknown where it came from. Per the ftir spectra analysis was unable to provide results due to the minimal amount of material received within the sealed tyvek package. Per the photo review, it is unknown what the object or material composition is or where it came from. Additionally, it was reported by the ibc that "the foreign material found in the device may have melted during their contamination process." Therefore, a definitive root cause for the reported foreign material or material composition could not be determined based upon the provided information. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after completing a stereotactic-guided biopsy, when needle was removed, allegedly a plastic piece was found in the needle guide. There was no reported patient injury.